Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility and observed the processing all technicians perform reprocessing of the tjf 180 & tjf 160vf scopes. No deviations from the process were observed. The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following: the destructive sampling identified comamonas testosterone that is categorized as high concern organisms. None of the organisms was not identified in the initial sampling. Also there are findings by external expert during destructive sampling: bleaching of the glue of the bending section. Surplus of glue around the objective lens and light guide lens. .presence of hole at the glue around the air/ water nozzle. Presence of oxidation at the distal end body. The cause of the reported positive culture cannot be determined as the investigation is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge to reprocess the subject scope. Although no reprocessing procedure deviations were observed, insufficient reprocessing from improper reprocessing cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The scope was returned, forwarded to an independent laboratory for sterilization and returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope will be returned to inventory. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope culture tested positive for enterobacter kobei/ludwigii after reprocessing. There were no associated patient infections reported.